Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications for use. The reason for call was patient (pt) had been getting poor recharge quality message. Pt said it had been slowing down: it had not been fully charging because it goes down too quickly.  Pt kept getting poor recharge quality and had to restart and restart. Pt said a lot of times it could not even find the device. On the call had pt use the device and the screen showed recharging needs attention. It then went to looking for device and pt said it was taking a while. It then showed poor recharge quality. If pt moved the recharger it showed the same message. Pt said yesterday they were going to go out with did not want to be in pain and tried charging on saturday. Pt's son suggested to lay on the recharger and pt was able to recharge on sat night.  The charger pack may say battery was at 20% and it will only take 60% off the battery pack or even 50%. Reviewed battery pack would not affect poor recharge quality. On the call had pt test the recharger by placing it over the relay box. The numbers were 94-94-94 and when flexing the cable the numbers were 70-70-94. Pt confirmed recharger was not damaged. An email was sent to repair to replace the controller. No symptoms were reported. Additional information was received from a patient (pt). It was reported that the patient (pt) received the controller this morning (that they were supposed to receive yesterday) and said they had never received such bad equipment. Pt said it would not come on unless plugged into ac power and then powered off when plugged into the rtm. Patient services (pss) inquired if pt had moved the li battery from old controller into the replacement controller and pt had not put li battery into controller. Pt said they do not want to mess with batteries and said they want the equipment to work straight out of the box since they paid so much money for it and were still paying hospital bills. Pt then requested a supervisor and said they were going to be in pain until this was straighten out. Pss transferred pt to a different agent. The pt was then transferred to another patient services (pss) as the pt was "esc alated". The pt stated she expected to be sent a controller replacement with a new li battery. The pt stated she "does not want any argument" and she expects all new equipment to be sent. The pt stated she can't be expected to take out the old battery and put it in the new controller. Pss reviewed that it is the pt's responsibility to be able to troubleshoot the equipment as necessary and assured pt that we can get this equipment to work for her. The pt requested pss call pt back at 1pm when she has someone there to assist her. The pt stated she has "arthritic hands" so cannot take out the battery. Pss then called the pt back and pt stated that her son was able to transfer the li battery from the old controller to the new controller and the issue is resolved. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt had called back and was escalated from the start of the call. Pt mentioned they requested a new recharger (rtm) last week and the person "refused to provide it," but the pt now charged between 2-3 hours and their ins only charged from 80-90%. Pt mentioned the rtm did "not always find the device." Pt said they were in a lot of pain for the past few days because they could not effectively charge their ins with the rtm. Pt demanded the rtm and the li battery pack be replaced. A replacement rtm and battery pack were sent out. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were sent new equipment and the pt was still getting poor recharge quality. The pt noted they were in pain and the pt noted that if patient services agents were in pain then it would be a little more important to address the situation. The pt noted they were repositioned last december and never had an issue up until the last month. The pt denied any recent falls or traumas. Patient services (pss) advised the pt to contact their healthcare provider (hcp) / representatives for adjustment or reprogramming since the pt was already sent out replacement equipment and the issue was still unresolved. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient said the ins had moved over the year it had been installed and the charger had to be moved to charge. The patient said the poor recharge quality had been resolved but the ins wasn't that effective with their condition.

Manufacturer narrative:
Concomitant medical products: product ID: m995402a001, serial#: (B)(4); product ID: 97755, serial#: (B)(4); product type: recharger, product ID: 97745, serial#: unknown; product type: programmer, patient date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# unknown product type programmer, patient b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported for a while they've had difficulties charging their neurostimulator battery (ins). Pt announced the ins was currently 20% after charging fully the night before & it has gone down too fast for a couple of weeks now. Agent documents pt saying "it had not been fully charging because it goes down too quickly" (ptm, bp & rtm were replaced). Pt said they know this by the way it feels. Pt also described the controller (ptm) not recognizing the recharging antenna (rtm). Pt stated they had tried to resolve issue by resetting ptm. Pt commented they worked for 15-20 minutes last night without getting ins to charge. Pt recounted that last night the screen showed them the two devices & told them to plug them up although it was plugged up. Patient services (pss) understood pt was referencing the connect [13] screen. Pt remarked they were really frustrated b/c when they call/text a mdt clinician they act like it's no big deal while they are sitting there with pain. Pt claimed they reached out to a mdt rep without getting a response back. Pt declared, "they were feed up with all of you just to be real honest about these devices. I have had this sucker replaced I can't tell you the number of times and its only been a year and yes its paid for." When asking pt if they had the adaptive stim feature pt noted their "donut" had the flexible piece on the end. Pt added they had met with a representative after "the device dropped (or pt could have said locked) in their back and they could not find it to charge & wasn't impressed by any of them to be perfectly frank." Pss did not want to press pt for clarification since it was portrayed in past records that pt had become escalated. Pss had pt reset ptm while collecting device modal/serial numbers. Pt noted they had cleaned all the connectors with q-tip & alcohol last night and denied any visible damage to external components adding they store devices so carefully. Pt indicated they had a rtm replacement that now has the strain relief where the previous one did not. Pt declared that this was the first time the battery pack (bp) had been out of the ptm (pss located record for bp replacement). Pt said replacing the bp & replacing cover was going to be difficult since they had never done it before. Call disconnected. Pt had already connected rtm when pss called pt back but ptm was not recognizing the rtm was connected. Pt re-inspected the ptm connector port discovering that one of the connector pins appeared to be not properly aligned. Pt brought up that the date on ptm read 2011 thinking the device had been in service since then. Pt asked pss to hurry to get them the replacement b/c they were in pain and the ins was down. An email was sent to the repair department to replace the intellis controller for pt with a battery pack.